Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during the load process. Customer's blood glucose level was not impacted.